Event description:
Problems with this device causing continual high blood sugar levels pt was diagnosed with type I diabetes and went on the insulin pump two mos later. They elected to go with the minimed pump based on advice from dr. They had major problems with the medical products mfg by medtronic. Medtronic has not communicated with their customer base on any of these problems. Example found on internet. Rptr learned of this problem only after calling their customer service 800 number because they thought that the insulin pump was faulty. Another example found on internet. Rptr has been through 5 insulin pumps since being diagnosed. All info that they found dealing with problems concerning the minimed pumps, they have found by accident. Rptr does not feel minimed has been forthcoming with them concerning problems with their products.